Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water feedset tube on an mr290 autofeed humidification chamber was damaged at the connection between the bag spike and the water feedset tube. This was found after five days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4). It was visually inspected and connected to a waterbag to test for leaks. Results: upon connecting the returned chamber to a water bag, a small drop of water began to build at the connection between the feedset tube and the waterbag spike. Visual inspection revealed sufficient amount of glue around the spike tubing connection; however, the glue had only partly bonded. A lot check revealed no other complaints of this nature for lot number 120823. Conclusion: the feedset exhibited some leak from the spike due to partial failure of the glue bond that joins the spike to the water feedset tube. All chambers are pressure tested before they leave the production line, and any holes or leaks in the feedset tube are identified during this process. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).